Event description:
A pt reported experiencing inaccurate high results with a one touch basic meter. The pt's glood glucose results were 140 and 228 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.